Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) hosp (B)(6). Address: (B)(6). Phone: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Note: this report pertains to a hydratome rx 44, hydra jagwire, and advanix rx biliary stent with naviflex rx delivery system used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44, hydra jagwire, and advanix rx biliary stent with naviflex rx delivery system was used during a procedure performed on (B)(6) 2026. During the procedure, the customer experienced difficulty deploying two plastic biliary stents over a hydrawire. The guidewire could not be advanced beyond the stent/suture/pusher assembly. The customer retracted the black guide catheter to reposition it prior to advancing it over the wire and attempted deployment multiple times without success. Force was subsequently applied, resulting in suture breakage and stent misdeployment. The procedure was aborted and no stent was placed. There were no patient complications reported as a results of this event.